Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt's ins is "dead" and won't charge and pt is in need of an MRI. Caller inquired on how to proceed with the MRI scan. Caller also mentioned that pt said they no longer have their programmer. Caller did not have further information and said that they are unsure of an event date but noted that pt was scheduled for an MRI sometime back in 2020 and reported the same exact issue with that their ins was "dead" and they did not have the programmer. Tss reviewed information. Caller is attempting scan for MRI and patient ins is depleted. Patient hasn't charged since 2021. Reviewed overdischarge potential and to see managing hcp. Additional information was received from the patient. When asked about the cause of the inability to charge they stated that they didn't have a way to keep the charger charged due to being an over the road truck driver. When asked what steps were taken to resolve the issue they stated that they kept trying to charge the unit and finally gave up when they were able to. The issue was not resolved, they plan on having it removed.